Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that there was battery communication time out error and battery not working alarms recorded in history. During analysis, the reported issue was not duplicated, all reading on the battery were good. Service replaced battery as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event in unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery communication timeout error. No adverse effects were reported.